Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 30 mmol/l at the time of incident. The customer was corrected for high blood glucose with needle injections. The customer "was" reported that infusion set cannula was bent. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.